Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic coronary procedure was completed as planned. The philips remote service engineer (rse) confirmed that the lights in the room went off during the procedure. The customer stated that after an hour the lights in the room came back on again by themselves. Analysis of the log file was performed and there was no indication that there was a system malfunction. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed. Based on re-evaluation, this case is not reportable.

Event description:
It was reported to philips that the system turned off during fluoroscopy and would not turn back on. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.